Event description:
Customer reported that when they removed their fs navigator sensor from the insertion site back in 2009, the adhesive pulled and tore the skin off leaving a scar. Customer denied they required third-party medical intervention, but stated antibiotic ointment was used. There was no report of serious injury, mistreatment or death associated with this report.

Manufacturer narrative:
This is a final report. Customer stated during the call that they no longer have the sensor they reported. No product is expected back, no investigation will be performed. Fs navigator label copy instructs users to rotate insertion sites to prevent discomfort and sensitivity to adhesive. In addition, if users experience sensitivity to adhesives, label copy recommends using skin barrier products between the skin and sensor support mount adhesive pad.